Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that there was a poor communication screen on the patient programmer. The patient reported that he wasn't able to communicate with the recharger. The patient reported that he last felt stimulation and last charged one year ago. The patient reported that something became unplugged internally and that he was receiving burning whenever he used the therapy, so he stopped using it. The patient reported that he attempted to contact the healthcare provider¿s office however no one answered the phone and there was no option to leave a message. No further complications anticipated.